Manufacturer narrative:
Product event summary: at analysis the customer comment that the "pause" feature did not work was confirmed, the pause key was found to have intermittent operation. It was additionally noted that the display frame boss was stripped. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's "pause" feature did not work. The generator was returned for service. There was no patient involvement.